Event description:
Additional information was received from the physician noting the patient's generator and lead were explanted as planned on (B)(6). There are no plans to re-implant the device in the future. The physician clarified the wound dehiscence first began in (B)(6) 2023 and stated the cause of the wound dehiscence and extrusion was patient trauma/manipulation. No other relevant information has been received to date.

Event description:
Per the facility where the explant occurred, the device was discarded and therefore unable to be returned. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was scheduled for an explant due to wound dehiscence. Despite the patient finishing his antibiotics, he has had more dehiscence from the generator incision site. It was noted to be roughly the size of a pinhole but has continued to grow larger. It was also noted that the generator is "hanging out of the incision site". There has been no allegation of an infection to date. Device history records for the generator were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.